Event description:
Nail broke at distal screw hole of the proximal third of the nail. Patient had vdro hardware removed on 11/7, leg fractured a month later and nail was inserted. No fall was disclosed. Patient did say she was on a trampoline at about a month ago and came into office complaining of knee pain when broken nail was identified.